Manufacturer narrative:
The thermogard ivtm system (serial (B)(4)) was evaluated at customer site. Per customer's request, the thermagard console was tested with a start-up kit. The reported complaint of the thermogard ivtm system generated an "air trap" alarm was confirmed during functional testing and event log review. The root cause of the reported complaint was due to the presence of high condensation on the air trap fixture. To remedy the "air trap" alarm, the air trap block was replaced. During visual inspection, unrelated to the reported complaint, noticed loosened air trap connector. The connector was tightened to address the observed issue. During archive review, error code m ID:09 (air trap assembly) were recorded, thus confirming the reported complaint. Also recorded in the event log, device was not turned off properly likely due to user error, unrelated to the reported complaint. During functional testing, the thermogard console generated the "air trap" alarm about 15 minutes into the test when droplets started to build-up and high condensation forming on the surface of the air trap fixture. After service repair completion, the thermogard console was re-evaluated and passed all the functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard ivtm system (serial (B)(4)) generated "air trap" alarm and could not be cleared. Patient ivtm therapy continued immediately with another thermogard system. No consequences or impact to patient.